Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 99% stenosed de novo lesion, in the mid left anterior descending coronary artery. Resistance was felt with the anatomy when advancing the 2.0x12mm nc trek rx balloon dilatation catheter (bdc) to the target lesion for pre-dilatation and during the first inflation to 18 atmospheres for 15 seconds, the balloon ruptured. The bdc was removed without issue and the procedure was successfully completed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.